Event description:
The healthcare professional reported that during the endovascular embolization procedure, the physician reportedly felt a little resistance when the 2.00mm x 4.00cm galaxy g3 mini coil (glm920040/30517611) arrived at the distal end of the microcatheter (unspecified brand). The physician attempted to detach the coil at the target position, but the coil could not be detached. The physician switched to a new coil to complete the procedure. There was no report of any patient injury or complication.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. (B)(6). The initial reporter email is not available/reported. Conclusion: the healthcare professional reported that during the endovascular embolization procedure, the physician reportedly felt a little resistance when the 2.00mm x 4.00cm galaxy g3 mini coil (glm920040/30517611) arrived at the distal end of the microcatheter (unspecified brand). The physician attempted to detach the coil at the target position, but the coil could not be detached. The physician switched to a new coil to complete the procedure. There was no report of any patient injury or complication. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30517611) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. With the information provided in the complaint and without the product available for analysis, the reported issues by the customer cannot be confirmed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation/interaction, aneurysm size/vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.